Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown cup. Unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial total hip arthroplasty on unknown date. Subsequently, the patient was revised due to pain caused by corrosion and aseptic lymphocyte vasculitis-associated lesion. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a5, b4, b5, g4, g7, h2, h3, h4, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record for the head identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.